Event description:
It is reported that the pt was revised due to pain when walking. The x-rays showed premature polyethylene wear and osteolytic lesion of the tibia.

Manufacturer narrative:
No product or x-rays were returned for review. Surgical notes were not provided. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284, for add'l info regarding the corrective action taken. Evaluation codes: review of the device history records for the articular surface did not find any deviations or anomalies. The part and lot number of the tibial component is unk; therefore, the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.